Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was unable to display all new patient profiles. A technical support specialist confirmed that the issue has been resolved as per customer state. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a pyxis medstation es system station was unable to display all new patient profiles. The customer reported that there was a delay in dispensing medication to the patient, which results user was able get medication from the pharmacy. There were no adverse events or injuries reported based on this event.